Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main 1.2 drawer failed. The customer confirmed that the error message displayed was failed hardware, and upon review in remote smart service (rss), a hardware failure message was observed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.2 was failed. A field service engineer found that the drawer 2.1 cubie a4 had a medication jam and the cubie was ejected and the jam was resolved. The cubie was then inserted and reloaded by the customer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.